Manufacturer narrative:
The results of the evaluation performed suggest that this event was not verified, and the returned device functioned according to specifications.

Event description:
Reported states, patella milling clamp was cleaned and decontaminated at the hosp. When the sales represenative retrieved the clamp three days later the clamp would not function properly. It appeared to be stripped/broken. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to a pt or delay in surgical or anesthesia time due to this event.